Manufacturer narrative:
The pump gave an alarm during the self test due to a faulty component on the remote frequency board. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a failed self test alarm. The customer's blood glucose was 8.5 mmol/l at the time of incident. The customer stated that they received the failed self test alarm once and was able to clear. The customer stated that they had 3 consecutive alarms prior to the call. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.